Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an acl knee arthroscopy, the ends of one of the ultratape were passed through the 4.5mm footprint blade, the footprint ultra anchor was introduced into the joint, and impacted into the hole previously made with the punch; it was locked and the handle was subsequently removed, observing that the implant remained in the bone but the threads came out. The footprint anchor stayed implanted on the patient. The procedure was successfully completed with a surgical delay of less than 30 minutes changing the surgical technique by performing the pull out method. Patient condition is stable and no further complications were reported.

Manufacturer narrative:
H6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was not returned. The tip of the insertion device was bent. Bio debris was present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated.